Event description:
Pt reported that a comparison between the surestep meter and a hcp meter while in a fasting state was 170 mg/dl (ss-capillary) and 96 mg/dl (hcp-venous), respectively (77% difference). Control solution test result (123) was in range (90-135). No symptoms were reported. There was no allegation of harm.